Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm during prime. The device would not stop filling tubing. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor also, had intermittent button response due to corroded keypad traces. No moisture damage was found under the lcd screen, electronic assembly or motor noted. The insulin pump was cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.